Event description:
The customer reported that there was no audio sent from the monitor¿s speaker.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio sent from the monitor¿s speaker. In the presence of life threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message ¿speaker malfunction¿ is available of the monitor¿s display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. The philips service personnel went to the hospital, verified the failure of the speaker to make any sounds, and replaced the speaker to resolve the problem. The device labeling (instructions for use) also warns not to rely solely on audible alarming. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.